Event description:
It was reported that the device was used in a lap cholecystectomy, the clip scissored. The physician used another device to complete the procedure. There was no consequence to the pt.